Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to sense. The lead was exchanged during the procedure. The patient was stable in condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to sense. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. Analysis found that a complete lead was returned in one piece measuring 51.9 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.